Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-04335. It was reported that patient was not receiving adequate relief from the scs system. In turn,surgical intervention was undertaken wherein the system was explanted.